Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. The event occurred in another country. Manufacture of this product occurred in another country. This is the same event as 3003379990-2007-00016, 00017, 00018, 00019.

Event description:
Allegedly tha was revised due to pain. Tha was implanted zwette and was revised in another country hospital.